Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued a ¿no sensor, dosing stopped¿ alert after a dexcom g7 pairing failure, which led to loss of automated dosing and subsequent hyperglycemia; the user lacked a replacement sensor and was advised to contact dexcom, follow the back-up plan, and transition out of bg-only run mode, and the user administered subcutaneous insulin by pen. Symptoms included hyperglycemia with a reported blood glucose of 550 mg/dl for several hours. Outcomes included no health consequences or lasting impact, with no medical intervention, assistance, or acute complications reported. Investigation included troubleshooting and user education on sensor replacement, pairing, and back-up therapy. Investigation of this case revealed a sensor pairing failure with the continuous glucose monitor, preventing automated dosing and prompting back-up insulin administration. It was concluded, based on previously established findings for similar reports, that the cause was device communication failure between the cgm and the ilet.